Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be an out of calibration pumphead module. To correct the condition, the pumphead module was recalibrated. If any additional information is received, a follow up MDR will be sent. Failed a volume delivery accuracy test due to an underinfusion of 17.4%

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During product evaluation by baxter personnel, a colleague infusion pump failed a volume delivery accuracy test. The pump underinfused by greater than 10% of the desired volume. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.